Event description:
A (B)(6) old male pt called zoll customer support to report check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon eval, the pins in the trunk cable connector were bent. The root cause of the bent pins could not be positively identified, but was likely excessive force. In addition, the trunk cable, cable running from ECG electrode a to b, and cable running from ECG electrode a to the front therapy electrode were cut with damaged wires. Moreover, the ECG electrode domes and covers were damaged. The cause for the check belt messages is damage to the connector pins, various wires and ECG electrodes in the belt. The root cause for the damage cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged belt. The pt rec'd a replacement electrode belt.